Event description:
It was reported that the user received an insulin occlusion alert on an ilet system while using a 6 mm/23 in infusion set with a reported blood glucose of 195 mg/dl. Troubleshooting identified that the infusion set tubing and anchor were not fully connected and tape placed over the anchor had obstructed flow. Investigation of this case revealed an occlusion alarm associated with a partially connected tubing-to-anchor interface and external tape that blocked insulin flow; after correction, no further alerts occurred. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management and continued monitoring without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the transient hyperglycemia, although the obstruction due to connection and tape was addressed with user education. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.